Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high potassium (k) results generated by the unicel® dxc 800 pro synchron® chemistry analyzer. One example of the erroneous results was provided. The original k result was 5.6mmol/l. The result was questioned by the physician. The sample was repeated twice and the results were 4.9 and 5.0mmol/l. An amended report was issued. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc results at the time of the event were within the lab's established ranges. Customer worked with hotline to troubleshoot and do extra cleaning of the flow cell which resolved the problem. There have been no further occurences of false high k results. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.